Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: asku.

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys ft3 iii (ft3 iii). Erroneous results were generated on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer at another site. The erroneous results were not reported outside of the laboratory. This medwatch will cover the ft3 iii reagent used with the e411 analyzer. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii reagent used with the e601 module. The initial ft3 iii result from the cobas 6000 e 601 module was 6.77 pg/ml. The sample was repeated twice on the e 601 module and the results were 6.69 pg/ml and 6.9 pg/ml. The sample was run on a cobas e 411 immunoassay analyzer at another site and the ft3 iii result was 7.4 pg/ml. The sample was repeated on an advia centaur analyzer and the result was 1.4 pg/ml. The sample was repeated on an architect analyzer and the result was 1.3 pg/ml. No adverse event occurred. The e601 module serial number was (B)(4). The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. The sample was requested for investigation but was not provided. Since no sample is available, the investigation cannot be completed. An assay interfering factor may be present in the sample affecting the ft3 iii results from either the roche assay or the abbott assay, but, as no sample was provided, this cannot be confirmed. Based on the information provided, a general reagent issue can most likely be excluded.